Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+1.5/091 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2020. The lens was reported as excessive vaulting, significant reduction of irido-corneal angles, pigment dispersion, corectopia and peripheral anterior synechiae (pas) (developing in multiple areas). The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk; explant date: na. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022 and the problem was resolved. The surgical explant of the lens went well and post-operatively the patient had recovered to a bcva of 1.2 with the following script: -10.75/-1.00 x15. The patient will be monitored and the lens was discarded. Claim#: (B)(4).